Event description:
On thursday, 30 november 2000, info was received by the innerdyne, inc., quality compliance dept regarding one (1) incident involving a 12mm step product, reported during a scientific session of the american assoc of gynecologic laparoscopists (aagl) meeting. The episode occurred at facility during an elective tubal sterilization procedure on a pt, under the hand of m.d., under general anesthesia, the access needle with the step radially expanding sleeve was introduced intraperitoneally without difficulty. The needle was removed, leaving the expandable sleeve in place. Upon dilation of the expandable sleeve, applying pressure with a back-and-forth motion, bradychardia and subsequent cardiac asystole was reported. The procedure was interrupted and cardiac compression was carried out. Intravenous atropine was administered, with successful reversion to normal cardiac rhythm and the laparoscopic tubal sterilization was successfully completed without further complication. Within their presentation, dr suggested this condition arose due to vagal nerve stimulation secondary to redial dilation. In a subsequent question and answer session, a number of physicians experienced in the deployment of the step system indicated they had seen no similar pt reaction in any of their experience. Additionally, it was stated that the access device could not be assigned cause without knowing the intra-abdominal pressure and the specific anesthesia conditions present in the case. Dr indicated he did not have this info. In direct conversation with dr after the session, the specific date of occurrence was not known but was reported to have occurred one (1) to two (2) mos before aagl papers were due. Upon receipt of this info, 12 separate contact attempts were made directly to dr between 11/22 and 12/7 to obtain necessary details. No response was obtained.